Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as irritation on their left side underneath the strap, the skin is peeling due to the strap rubbing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended neosporin for the skin irritation. Follow up indicated that the skin irritation improved.